Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted reportedly due to poor performance.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly stopped responded to the hospital regarding explant surgery. Should the recipient elect to proceed with revision, a supplemental report will be submitted. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The residual gas analysis revealed a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.